Event description:
This was reported thru a literature review. This study aimed to evaluate the efficacy and safety of pro-glide, a suture-mediated vascular closure device, regarding technical success and complications in patients who had undergone aortic intervention and had previous groin intervention (pgi). The vascular closure device discussed in the article was the proglide device as all patients receiving thoracic endovascular aortic repair (tevar) with percutaneous femoral access were closed with a perclose proglide device. The study concluded that the pgi (+) group had a higher complication rate when compared to the group without pgi (-); however, this was not statistically significant. The present study was conducted on a significantly larger sample compared to previous studies and the findings suggest that the proglide vascular closure device is a safe option for patients with a history of pgi and may not be considered as a contraindication. The complications reported specifically for the proglide devices included failure to achieve hemostasis resulting in infection, pseudoaneurysm, hematoma, bleeding, and medical intervention such as utilizing an additional closure device, manual compression and/or use of surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "a single center study of the efficacy and safety of pro-glide used for closure in thoracic endovascular aortic repair in patients with previous groin intervention¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of unspecified infection, pseudoaneurysm, hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. The patient effects of unspecified infection, pseudoaneurysm, hematoma and hemorrhage, are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 - date of event is estimated d4: the UDI is unknown because the part and lot number were not provided. Attached article, titled "a single center study of the efficacy and safety of pro-glide used for closure in thoracic endovascular aortic repair in patients with previous groin intervention¿